Manufacturer narrative:
Due diligence was executed for this event no additional information was available for the event except the initial reporter fax number. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Device was repaired on(B)(6). It is likely that due to the temporary adhesion of dirt and foreign matter to the electrical contact portion of the video connector, a communication failure occurred, and the image was no longer displayed.

Manufacturer narrative:
Customer reported another otv-s7proh-hd-l08e (serial number (B)(4)) with no image on the same day which is captured in medwatch with patient identifier (B)(6). Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. Inspection and testing was performed for the device. The device was burned in for more than eight hours with no abnormalities found in image. Incidental findings were thin cracks on video connector, not affecting functionality. The device passed on leak test. There were no problems found with the device. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, during preparation for use no image was observed for the device. There is no patient involvement and no reported harm to any patient.